Manufacturer narrative:
(B)(4). There was no patient contact reported. The intraocular lens was returned to the manufacturer for evaluation. The lens was inspected at 10x microscope and reveals that the lens received has particles and fibers on the lens surface. The haptics looks positioned and no bent haptic was observed. Therefore, the reported complaint could not be confirmed. The manufacturing record review was performed. The manufacturing process record for this production order (po) showed that the lens was manufactured within specifications. The unit was released according to specification. Directions for use states the following: examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for defects prior to implanting. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the customer discovered a bent haptic before loading into the cartridge. Reportedly, there was no patient contact. No further information was provided.